Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube abscess ('surgery type of surgery: abscess of the fallopian tube / fallopian tube abscess caused by the implant'), genital haemorrhage ('gen. Abnormal bleeding') and appendicitis ('infection(other)describe : appendix') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel obstruction and blood pressure high. Concomitant products included lisinopril. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced gastrointestinal pain ("could not go to bathroom as it is painful"), the first episode of gastrointestinal scarring ("scar tissue grew over my intestines") and the second episode of gastrointestinal scarring ("developed scar tissue in my intestines"). In (B)(6) 2012, the patient experienced abdominal pain upper ("stomach pain,pain in the stomach") and appendicitis (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced postoperative ileus ("severe postoperative ileus"), 6 months 31 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube abscess (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: recurrent utis,),") and constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping) pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection") and post procedural infection ("infection (bladder/urinary tract/vaginal) - after the second surgery"). The patient was treated with appendix removed, drainaage of fallopian tube abscess and surgery (appendix removed on (B)(6) 2012). Essure treatment was not changed. At the time of the report, the fallopian tube abscess, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, gastrointestinal pain, abdominal pain upper, cystitis, urinary tract infection, appendicitis, constipation, postoperative ileus, the last episode of gastrointestinal scarring and post procedural infection outcome was unknown. The reporter considered abdominal pain upper, appendicitis, constipation, cystitis, dysmenorrhoea, fallopian tube abscess, gastrointestinal pain, genital haemorrhage, menorrhagia, metrorrhagia, post procedural infection, postoperative ileus, urinary tract infection, the first episode of gastrointestinal scarring and the second episode of gastrointestinal scarring to be related to essure. The reporter commented: discrepancy noted: essure confirmation test not conducted diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result of conformation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping) pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), gastrointestinal pain ("could not go to bathroom as it is painful"), infection ("infection"), abdominal pain upper ("stomach pain") and gastrointestinal scarring ("scar tissue grew over my intestines"). The patient was treated with appendix removed. Essure treatment was not changed. At the time of the report, the gastrointestinal pain, infection, abdominal pain upper and gastrointestinal scarring outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, gastrointestinal pain, gastrointestinal scarring, genital haemorrhage, infection, menorrhagia and metrorrhagia to be related to essure. The reporter commented: discrepancy noted: essure confirmation test not conducted diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result of conformation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Reporter information updated. New event: could not go to bathroom as it is painful, infection, stomach pain, scar tissue grew over my intestines were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping) pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), gastrointestinal pain ("could not go to bathroom as it is painful"), abdominal pain upper ("stomach pain,pain in the stomach"), gastrointestinal scarring ("scar tissue grew over my intestines"), cystitis ("bladder infection ") and urinary tract infection ("uti"). The patient was treated with appendix removed. Essure treatment was not changed. At the time of the report, the gastrointestinal pain, abdominal pain upper, gastrointestinal scarring and cystitis outcome was unknown. The reporter considered abdominal pain upper, cystitis, dysmenorrhoea, gastrointestinal pain, gastrointestinal scarring, genital haemorrhage, menorrhagia, metrorrhagia and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: essure confirmation test not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result of conformation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: the event infection was updated to uti and cystitis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube abscess ('surgery type of surgery: abscess of the fallopian tube / fallopian tube abscess caused by the implant'), genital haemorrhage ('gen. Abnormal bleeding') and appendicitis ('infection(other)describe : appendix') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel obstruction and blood pressure high. Concomitant products included lisinopril. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced gastrointestinal pain ("could not go to bathroom as it is painful"), the first episode of gastrointestinal scarring ("scar tissue grew over my intestines") and the second episode of gastrointestinal scarring ("developed scar tissue in my intestines"). In (B)(6) 2012, the patient experienced abdominal pain upper ("stomach pain,pain in the stomach") and appendicitis (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced postoperative ileus ("severe postoperative ileus"), 6 months 31 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube abscess (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: recurrent utis,),") and constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping) pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection") and post procedural infection ("infection (bladder/urinary tract/vaginal) - after the second surgery"). The patient was treated with appendix removed, drainage of fallopian tube abscess and surgery (appendix removed on (B)(6) 2012). Essure treatment was not changed. At the time of the report, the fallopian tube abscess, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, gastrointestinal pain, abdominal pain upper, cystitis, urinary tract infection, appendicitis, constipation, postoperative ileus, the last episode of gastrointestinal scarring and post procedural infection outcome was unknown. The reporter considered abdominal pain upper, appendicitis, constipation, cystitis, dysmenorrhoea, fallopian tube abscess, gastrointestinal pain, genital haemorrhage, menorrhagia, metrorrhagia, post procedural infection, postoperative ileus, urinary tract infection, the first episode of gastrointestinal scarring and the second episode of gastrointestinal scarring to be related to essure. The reporter commented: discrepancy noted: essure confirmation test not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result of conformation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: plaintiff fact sheet received. Reporter information updated. Product information details updated. Other relevant history updated. Events: infection(other)describe : appendix (treatment as appendix removal), developed scar tissue in my intestines, surgery type of surgery: abscess of the fallopian tube, gastrointestinal or digestive system condition type: constipation, severe postoperative ileus were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube abscess ('surgery type of surgery: abscess of the fallopian tube / fallopian tube abscess caused by the implant'), genital haemorrhage ('gen. Abnormal bleeding') and appendicitis ('infection(other)describe : appendix') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel obstruction and blood pressure high. Concomitant products included lisinopril. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced gastrointestinal pain ("could not go to bathroom as it is painful"), the first episode of gastrointestinal scarring ("scar tissue grew over my intestines") and the second episode of gastrointestinal scarring ("developed scar tissue in my intestines"). In (B)(6) 2012, the patient experienced abdominal pain upper ("stomach pain,pain in the stomach") and appendicitis (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced postoperative ileus ("severe postoperative ileus"), 6 months 31 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube abscess (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: recurrent utis,),") and constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping) pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection") and post procedural infection ("infection (bladder/urinary tract/vaginal) - after the second surgery"). The patient was treated with appendix removed, drainage of fallopian tube abscess and surgery (appendix removed on (B)(6) 2012). Essure treatment was not changed. At the time of the report, the fallopian tube abscess, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, gastrointestinal pain, abdominal pain upper, cystitis, urinary tract infection, appendicitis, constipation, postoperative ileus, the last episode of gastrointestinal scarring and post procedural infection outcome was unknown. The reporter considered abdominal pain upper, appendicitis, constipation, cystitis, dysmenorrhoea, fallopian tube abscess, gastrointestinal pain, genital haemorrhage, menorrhagia, metrorrhagia, post procedural infection, postoperative ileus, urinary tract infection, the first episode of gastrointestinal scarring and the second episode of gastrointestinal scarring to be related to essure. The reporter commented: discrepancy noted: essure confirmation test not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result of conformation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: medical record received. Reporters information were added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.